Event description:
The complainant stated the head section will rise unintentionally.

Manufacturer narrative:
Repairs have not been completed. A follow up report will be sent once the customer discloses their investigation.